Event description:
The surgeon stated she suspects the intraocular lens (iol) was loaded incorrectly prior the surgery causing the haptic to dehisce at the optic-haptic junction and the iol to position into the anterior chamber instead of the capsular bag. Two weeks after implantation, the surgeon attempted to exchange the iol but was not successful because it was well sealed in the bag. She removed the haptic and left the iol in the eye in a decentered position. The pt is asymptomatic with visual acuity of 20/40.

Event description:
A surgeon reports that a secondary surgical procedure was required to remove a detached haptic from a pt's anterior chamber two weeks following the original surgery. More info is being sought.